Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the rbc product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit # (B)(4). The disposable set will not be returned, because the customer discarded it. This report is being filed due to a device malfunction, that has the potential for injury.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file was analyzed for this event. A review of this lot number for similar occurrences was conducted. None have been reported. Root cause: a definitive root cause for the observed leuko reduction failure remains undetermined at this time. The analysis of the run data file did not find a conclusive cause for the higher-than-expected wbc content reported in rbc product for this collection. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. It cannot be ruled out that this leuko reduction failure could be the result of an issue with the filter.